Manufacturer narrative:
(B)(6). This is 1 of 3 mdrs associated with patient identifier (B)(6). The prowler 14 microcatheter was returned with the device positioning unit (dpu) stuck inside the microcatheter. Located 39.5cm off the distal tip of the microcatheter is severe damage (compression) for a length of approximately 9.0cm. This section also contained the stuck distal section of the dpu. The evidence suggests that the compressed section of the microcatheter produced interference at the inner lumen. The compression was probably the result of the microcatheter¿s inner lining losing its integrity. This most likely produced the high friction felt during the coil advancement of the first coil and the second unit becoming stuck during removal from inside the microcatheter. The circumstances of how and when this damage occurred cannot be determined. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
Resistance was felt as deltapaq was delivered through the prowler 14 microcatheter. The coil was removed from the microcatheter; however, analysis revealed that the coil was stretched. Another deltapaq coil was detached without issue, but then the delivery wire became stuck in the microcatheter and could not be withdraw. The microcatheter had to be taken out of the aneurysm and removed with the delivery wire. There were no serious injuries associated with the event. No additional information was provided.